Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the customer's pump with one that includes the latest software update. The customer was informed of the necessary steps upon receiving the replacement and was instructed to return the defective pump using a provided return box and label. The customer acknowledged and understood all information provided by support.